Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator was bent in the middle of the body and the tip of the dilator was found to be deformed. Some white discoloration was observed in the bent area and at the tip, indicating stressing occurred. The hub of the dilator was black with the proximal end being non-circular. Per product drawing, the hub of the dilator should be light blue with a circular proximal end. Based on this and the incorrect outer diameter , it is assumed that an incorrect component was returned or the incorrect kit information was reported. The dilator body measured 4 1/16 inches in length, which is within the range of 3 3/4 - 4 1/4 inches specified by the product drawing. The bend in the body begins 2 3/16 inches from the hub. The outer diameter of the dilator body measured 0.116 inches, which is not within the range of 0.111 - 0.113 inches specified. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit suggest enlarging the cutaneous puncture site with the cutting edge of a scalpel prior to using the tissue dilator to enlarge the site. The customer reported issue of the dilator becoming bent in use was confirmed during the complaint investigation. The customer returned one dilator that was bent in the middle with a deformed tip. Some white discoloration was observed in the bent area and at the tip, indicating that stressing occurred. Due to the returned sample not meeting visual (hub is the wrong shape/color) and dimensional requirements (outer diameter is too large) for a dilator in the reported kit it is assumed that an incorrect component was returned or the incorrect kit information was reported. A device history record review was performed and no relevant findings were identified. Based on the information and the sample provided, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring guide wire and dilator kinked during insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring guide wire and dilator kinked during insertion.